Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent escape, act, and up arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. No unexpected numbers were scrolling during testing. No cosmetic damage was noted during physical inspection.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she was trying to put her carbs in and the numbers kept scrolling. The customer stated that she took the battery out to re-set the pump and it alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.